Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 417 mg/dl. Customer also stated that the insulin pump had the motor error alarm. Customer was able to clear the alarm. Customer also complete rewind the pump. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.